Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system high temperature and the equipment stopped and issued an alarm. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 event site name : (B)(6) hospital and event site telephone: (B)(6). Updated: b4, d8, d9, e1 (initial reporter) g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11 it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a high temperature. There was no patient injury reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that negative pressure was too high and they calibrated the vacuum pressure. The unit passed all functional and safety tests and was returned to customer.